Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured due to overstress. It was noted that the distal conductor was distorted, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched. It was also noted that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. Is-1 connector pin was turned an excessive number of times, resulting in distortion and fracture of the distal conductor within the connector.

Event description:
It was reported that during implant attempt, the physician was having difficulty maneuvering the lead, "it was a tight squeeze". Also, once the helix was extended it would not retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.